Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the ratcheting handle malfunctioned during the procedure. An alternate handle was used to complete the case without reported patient harm.

Manufacturer narrative:
The complaint is unrefuted for one instinct java ratchet handle for the failure of malfunction. Medical records were not provided for review. Device evaluation: product was lost during shipment, so was not able to be evaluated. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review and related actions: per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use and compatibility: this device is used for treatment. Reported event is not related to a combination of product lines; therefore a compatibility review is not applicable. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the ratcheting handle malfunctioned during the procedure. An alternate handle was used to complete the case without reported patient harm.